Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that there was an infection at the pocket site so the implantable neurostimulator was explanted on (B)(6) 2019. It was unknown if the issue was resolved at the time of the report. There were no further complications reported or anticipated.